Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6).patient country: spain.name: medtronic mini medcountry: united states of americastreet: 18000 devonshire streetcity: northridgestate: californiazip code: 91325 ¿ 1219.based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:reporting site: 8021545,manufacturing site: 8021545.